Manufacturer narrative:
Device was not implanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on historical complaint data from complaints where evaluations could be performed, the issue may be related to the improper opening of the polyfoil pouch. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the bypass tube was already detached from the carrier tube tip on a angio-seal device when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. There was no health damage to the patient. There were no other devices or equipment being used witht the device.